Manufacturer narrative:
A 1020379-2016-00063 is associated with argus case (B)(4), corega denture cleansing tablets. Corega denture cleansing tablets is marketed as polident tablets in the us.

Event description:
Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old female patient who received double salt denture cleanser (B)(4) (corega denture cleansing tablets) tablet for denture wearer. On (B)(6) 2016, the patient started corega denture cleansing tablets. On (B)(6) 2016, an unknown time after starting corega denture cleansing tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced wrong drug administered. On (B)(6) 2016, the outcome of the accidental device ingestion was unknown. On an unknown date, the outcome of the wrong drug administered was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega denture cleansing tablets. Additional details: the pharmacist reported that the patient consumed 2 corega cleansing tablets because she thought she was taking panadol. The patient took a tablet in the evening and one on next morning. The patient had not experienced any adverse event. Follow up received on 14-nov-2016: the consumer did not present any ae after the consumption of the corega cleansing tablets. She did not undergone medical washing of stomach. She is in good condition. Corega denture cleansing tablets were withdrawn.

Manufacturer narrative:
This report is associated with argus case (B)(4), corega denture cleansing tablets. Corega denture cleansing tablets is marketed as polident tablets in the us.

Event description:
Medication error [accidental device ingestion]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt denture cleanser 10791-02-001 (corega denture cleansing tablets) tablet for denture wearer. On (B)(6) 2016, the patient started corega denture cleansing tablets. On (B)(6) 2016, an unknown time after starting corega denture cleansing tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced wrong drug administered. On (B)(6) 2016, the outcome of the accidental device ingestion was unknown. On an unknown date, the outcome of the wrong drug administered was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega denture cleansing tablets. Additional details: the pharmacist reported that the patient consumed 2 corega cleansing tablets because she thought she was taking panadol. The patient took a tablet in the evening and one on next morning. The patient had not experienced any adverse event.